Event description:
It was reported that the patient was being infused with a high dose magnesium infusion. The first line would not run and only alarmed for air in line although there was no air present. Several hours into infusion, a second line started alarming for channel error. When reset, it then alarmed for check infusion set. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the patient was being infused with a high dose magnesium infusion. The first line would not run and only alarmed for air in line although there was no air present. Several hours into infusion, a second line started alarming for channel error. When reset, it then alarmed for check infusion set. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.